Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision as the balloon migrated into the scrotum. It was noted that the 61-70 pressure regulator balloon tubing was too short. A new balloon was implanted, and no further patient complications were reported.